Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer called and reported experiencing low blood glucose. He was found to be unresponsive, grunting, shaking, and possibly seizing. His blood glucose was 22 mg/dl. He was treated at the emergency room with intravenous glucose. At time of admission, customer's blood glucose was 50 mg/dl. Assistance was provided with lowering the basal rates on the customer's insulin pump. The impact of incorrect programming on basal rates was explained to the customer. The customer was advised to monitor the insulin pump, which will not be returning for analysis.